Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an incomplete bolus alert occurred and customer believed the alert had not occurred as intended. Subsequently, upon acknowledging alert, customer alleged that a value of 777 units had been entered into the bolus menu without customer interaction. Additionally, it was reported that an after bolus blood glucose reminder alerted immediately after the customer completed delivering the bolus. Tandem technical support reviewed pump data and confirmed that the reminder had not waited the 2 hour time limit that the reminder was set to. Customer's blood glucose level ranged from 119 mg/dl to 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged incomplete bolus and after bolus bg reminder issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged pump history issue could not be verified.